Manufacturer narrative:
The unit was returned to mindray's repair center for repair. Unit is still at nrc under going testing.

Event description:
Customer reported the panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.